Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. An alarm log review, functional testing, service history review, and visual inspection were performed. Functional testing revealed that the device would not power up on battery power. The device was then plugged in. When the device was powered up, the device presented a low battery alarm. A review of the alarm log also revealed a low battery alarm. The cause of the reported condition was determined to be a depleted main battery. Additionally, during the alarm log review and functional testing an f-38 (malfunction in tube misloading detection circuitry) alarm was identified. The cause of the f-38 alarm issue was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not power on. This occurred before use. There was no patient involvement. No additional information is available.